Event description:
A hair was packed inside the sterile wrap. The number underneath the bar code is h5117295316. This problem was reported to the facility clinical engineering dept. The supplier's phone number is not available on the package or box.